Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient presented at the clinic on (B)(6) 2018 and reported that as of 2 days prior she no longer had hearing sensations with the device. Upon examination it was noted that 4-5 electrode channels were extra-cochlear. Reportedly, cholesteatoma developed that may have caused migration of the electrode array out of the cochlea. There is no accident or trauma reported and there is no allegation against the device.

Event description:
The recipient presented at the clinic on (B)(6) 2018 and reported that as of 2 days prior she no longer had hearing sensations with the device. Reportedly, cholesteatoma development may have caused migration of the electrode array out of the cochlea. The electrode was fully inserted at implantation. There is no accident or trauma reported. Re-implantation was performed.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or malfunction on the received parts. According to the recipient report the device was explanted for medical reasons, namely a cholesteatoma leading to electrode lead migration. In addition, in situ measurements are pointing to damage of the active electrode, however due to the active electrode array being only partially received and the large time gap in in-situ measurements, no cause for it could be determined. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.